Event description:
A patient specific prescription form has been received "there is a stanmore implants proximal humeral replacement hemiarthroplasty in place, hopefully the design will be available. I would like to keep the existing well fixed stem and collar but remove the proximal segment to convert to a cadcam with a glenoid shell too".

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A patient specific prescription form has been received "there is a stanmore implants proximal humeral replacement hemiarthroplasty in place, hopefully the design will be available. I would like to keep the existing well fixed stem and collar but remove the proximal segment to convert to a cadcam with a glenoid shell too".

Manufacturer narrative:
Reported event: an event regarding revision/dislocation involving a mets, proximal humerus replacement was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for mets proximal humeral replacement, the date of insertion was unknow. The surgeon requested to convert the proximal part of the component to a cadcam humeral device which fit with the existing distal part of the mets component, together with a new glenoid shell. The CT image provided shows that the mets proximal humeral implant had subluxation. There were some radiolucent lines along the stem between the cement mantle and bone, especially near the bone resection. The humeral bone has undergone remodelling and resorption. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.